Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis, and the gore® excluder® aaa endoprosthesis. A pre-existing localized dissection was observed on the proximal aorta. Final angiography showed blood flow into the false lumen, but no endoleak was detected, and the localized dissection was managed with observation. In the second week of (B)(6) 2025, a follow-up computed tomography (CT) scan revealed a proximal type ia endoleak in the delayed phase. On (B)(6) 2025, the patient¿s abi (ankle-brachial index) decreased to 0.8. It was considered possibly due to compression of the contralateral limb at the distal aorta. The patient had been on dual antiplatelet therapy, which was reduced to a single agent. On (B)(6) 2025, the patient underwent a reintervention. An additional stent graft was deployed in the contralateral limb, followed by kissing balloon angioplasty for uniform expansion. An aortic extender endoprosthesis was also deployed on the proximal side of the device, but a small proximal type ia endoleak remained. The endoleak was managed with observation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.